Manufacturer narrative:
(B)(4). Event previously reported under 0001822565-2016-02703. Visual inspection of the returned tasp has fractured on the medial side of the post all pieces returned. DHR was reviewed and no discrepancies were found. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed is unknown.

Event description:
It is reported that the tibial articular surface provisional was discovered to be broken. However, it is unknown at this time when or how the device broke.